Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-402, lot eabsy, description: triathalon cr fem comp #4 r-cem. Cat 5520-b-300, lot ebhyj, description: triathlon prim tib baseplate - cemented. The devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
Initial notification of sae received in connection with ntx registry (k-s-044) clinical study regarding reported post operative event. It is reported that the patient has decreased mobilization of the knee joint. It is reported that the event became serious on (B)(6) 2013 due to inpatient or prolonged hospitalization. The initial sae reports a re-operation for mobilization under anesthesia on (B)(6) 2013. It is reported that the vent was resolved on (B)(6) 2013.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review revealed that there have been no other events for this lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Initial notification of sae received in connection with (B)(6) clinical study regarding reported post operative event. It is reported that the patient has decreased mobilization of the knee joint. It is reported that the event became serious on (B)(6) 2013 due to inpatient or prolonged hospitalization. The initial sae reports a re-operation for mobilization under anesthesia on (B)(6) 2013. It was reported that the vent was resolved on (B)(6) 2013.